Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11159. It was reported the pt was experiencing heating at the ipg pocket while charging. It was reported the pt charges for about an hour, once a week. The sjm rep met with the pt and provided the charging recommendations, including charging more frequently for less time. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting number 1627487-07262012-001-c. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.